Event description:
It was reported that the set screws would not tighten. The physician requested a new device.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of the set screw would not tighten could be confirmed in the laboratory. Analysis found medical adhesive contamination caused the anomaly in the set screws.